Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "infectious peritonitis". The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event and was scheduled to be discharged from the hospital. Pd therapy was ongoing. No additional information is available.